Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh(manufacturer). At the time of the adverse event, no deposits were reported in the pump. The patient was implanted on (B)(6) 2018 and had three pump changes for deposits with the last being (B)(6) 2018. Adverse event term: hemorrhagic cva.

Event description:
On june 22, 2018, the site contacted berlin heart (B)(4) to report a patient supported in lvad configuration of the excor blood pump had a hemorrhagic cva on (B)(6) 2018. Patient exhibited an altered mental status and functional weakness in the left side of the body. A head CT found the bleeding and anticoagulation therapy was above target range.